Manufacturer narrative:
Product analysis: macroscopic and optical inspection reveals fracture of the posterior ¿nose¿ of the implant, with a portion of the implant broken off suggesting significant impact during insertion. Microscopic examination of inserter interface posterior nose identified crack emanating toward the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9392507, 510k #k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l5/s1 it was reported that the patient underwent an unknown procedure due to osteochondrose. During the surgery, the spacer broke while the surgeon was trying to hit the spacer. The product came in contact with the patient. No fragments of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.